Manufacturer narrative:
Additional lot # m263194.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 150 units of insulin. The customer¿s blood glucose level was 151 mg/dl. Reportedly, the customer reverted to an alternate pump for alternate insulin therapy.